Manufacturer narrative:
Abbott technical support reviewed session records and revealed no anomalies.

Event description:
It was reported the premature battery depletion was observed on the device. The patient was stable and will continue to be monitored; there were no adverse consequences.